Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the complaint device was returned for evaluation. Although there was no reported device malfunction/issue, as a conservative measure, the device was visually inspected; no thrombus/human tissue or device damage was identified. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of emboli (thrombosis), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The investigation was unable to determine a definitive cause for this incident. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the thrombus noted on the clip arm. It was reported that the patient, with grade 4 functional mitral regurgitation (mr), underwent a mitraclip procedure. The clip delivery system (cds) was advanced into the patient anatomy. While the cds was in the left atrium, a thrombus was noted on one of the clip arms. Heparin had been administered at the time of the transseptal puncture and the activated clotting time was noted to be >250 when the thrombus was noted. An increased dose of heparin was given. The thrombus was attached to the clip, so the clip was closed and removed, removing the thrombus in the process. The procedure was aborted and mr remained at grade 4. Post procedure, the patient was in stable condition. No additional information was provided.